Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine (5 mg/ml, 1.2331 mg/day) and dilaudid (40 mg/ml, 9.865 mg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient came to the office in a crisis. They were suicidal. They had pain in the legs and night sweats. The hcp would print out an interrogation before sending the patient to the emergency room. No further complications were reported.